Manufacturer narrative:
Findings: unit received with cracked case at display window corners. Unit received with severely scratched lcd window. (B)(4)

Event description:
It was reported that the pump had a crack on the screen and the belt clip was broken. Customer's blood glucose level was 94 mg/dl. Customer noticed the damage when she was at the hospital getting a test. Customer was advised that the pump will need to be replaced. No additional information provided.